Event description:
The nurse reported the sys displayed a frozen touchscreen. The nurse stated the surgeon attempted to begin phaco when the touchscreen froze. The sys was unplugged a couple of times without success. The sys was switched out to complete the case as planned. There was a ten min delay. No pt injury was reported.

Manufacturer narrative:
The company svc rep examined the sys and could not duplicate the problem reported. The host module was replaced as a preventative measure. The sys was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).